Manufacturer narrative:
The device was received, and an evaluation is complete. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The device failed idea testing due to the upper left soft key to be damaged and inoperable. Service evaluation verified the upper left soft key to be damaged and inoperable. The cause was identified to be a failed keypad, which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum infusion pump it experienced the upper left soft key to be damaged and inoperable. No additional information is available.